Event description:
During laparoscopic surgery, the grey laparoscopic bovie cord started on fire nearest to the bovie machine and burned through the cord. As the cord fell to the ground, the drape caught on fire. The fire was put out. The pt did not sustain any injury. The drape was covered with another sterile drape and the procedure was continued without problems.